Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'risk factors for distal construct failure in posterior spinal instrumented fusion for adolescent idiopathic scoliosis: a retrospective cohort study' in spine deformity, volume 11 (1169-1176) 2023, was reviewed. Two hundred and fifty-six patients were included in this retrospective cohort study. Twenty-eight of the patients required at least one reoperation; six patients required more than one reoperation. Of the thirty-five reoperations, nine cases were attributed to distal construct failure (dcf). Of those nine cases, two patients are awaiting revision whilst one patient was managed nonoperatively. It was reported that patients were implanted with either mesa devices or devices of non-stryker manufacture. Additional information has been requested of the corresponding author and, upon receipt of such information, this report will be updated. This report captures one patient who underwent revision to address loose, distal screws in a 6-level construct 490 days after implantation.

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'risk factors for distal construct failure in posterior spinal instrumented fusion for adolescent idiopathic scoliosis: a retrospective cohort study' in spine deformity, volume 11 (1169-1176) 2023, was reviewed. Two hundred and fifty-six patients were included in this retrospective cohort study. Twenty-eight of the patients required at least one reoperation; six patients required more than one reoperation. Of the thirty-five reoperations, nine cases were attributed to distal construct failure (dcf). Of those nine cases, two patients are awaiting revision whilst one patient was managed nonoperatively. It was reported that patients were implanted with either mesa devices or devices of non-stryker manufacture. Additional information has been requested of the corresponding author and, upon receipt of such information, this report will be updated. This report captures one patient who underwent revision to address loose, distal screws in a 6-level construct 490 days after implantation.